Event description:
The customer reported a malfunction alarm while performing a cartridge change. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any malfunctions occurred again.